Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode. Patient reported a few falls. Diagnostics indicated one of the leads was fractured. It was confirmed via x-ray. Patient has effective therapy using one lead. Surgical intervention may be pending to address the issue. Note: it is unknown which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) serial: (B)(6) batch: a000091488.